Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director on (B)(6) 2019: acetabular component revision performed 2,5 years after implantation. In the radiographic image provided seems that the position of the cup is suboptimal, but we cannot determine if this is the consequence of an early mobilization due to sudden resume of activity (or small quasi-traumatic event) or if this was the original position of the cup. The reason of this position cannot be assessed having a single, antero-posterior pre-revision image: patient anatomy or bone morphology may be one reason. No reason to suspect that this event is due to a faulty device.

Manufacturer narrative:
Batch review performed on 18 june 2019: lot 164345: (B)(4) items manufactured and released on 29 august 2016. Expiration date: 2021-08-17. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and a half after primary surgery, complaining of pain due to a malposition of the cup. The surgeon revised the medacta cup and liner with a competitor's product and revised another company's head with a medacta head. The surgery was completed successfully.